Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect instrument was returned to the manufacturer for evaluation. Testing found that the instrument block had a latch pin that was shorter than normal resulting in the instrument being easily removed from the sides. The instrument passed functional testing.

Event description:
A medtronic representative reported that, while outside of a procedure, the instrument tracker would no longer remain on a 70 degree suction. There was no patient present when this issue was identified. No additional information was provided.